Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was complaining of their heart rate being at fifty beats per minute, even though the lower rate is programmed at seventy. It was also reported that the right ventricular (rv) lead exhibited under-sensing on atrial tachycardia/atrial fibrillation episodes. Both the implantable pulse generator (ipg) and the rv lead remain in use. No further patient complications have been reported as a result of this event.